Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath was kinked. Microscopic inspection showed that the guidewire exit port was damaged, but the distal section of the tip was in good condition. A functional test was performed with a test guidewire, and no resistance was noted when tracking the guidewire into the catheter.

Event description:
It was reported that catheter issues occurred. The 74% stenosed target lesion was located in the severely calcified middle right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the intravascular ultrasound (ivus) tip was caught in stent strut and failed to cross due to calcification. The procedure was completed with another of the same device. There were no reported patient complications, and the patient status was stable.

Event description:
It was reported that catheter issues occurred. The 74% stenosed target lesion was located in the severely calcified middle right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the intravascular ultrasound (ivus) tip was caught in stent strut and failed to cross due to calcification. The procedure was completed with another of the same device. There were no reported patient complications, and the patient status was stable.